Event description:
The customer reported the pt data module fell from the holder. The nurse was able to catch the falling device preventing it from hitting the pt. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete.